Event description:
Patient was revised to address dislocation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 3/3/2016, 3/8/2016 medical records received. Medical records reviewed for MDR reportability. Medical records reported leg length discrepancy and that the patient was revised for an unreduceable dislocation. Part/lot updated for head and liner. The complaint was updated on: mar 23, 2016.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 4/7/2016 medical records received. Medical records reviewed for MDR reportability. There is no new additional information that would affect the existing investigation. The complaint was updated on: apr 26, 2016.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update may 18, 2017: legal medical records received. Pfs alleges pain, swelling, considerable weakness and walks with a limp. Pfs also stated that patient had a re-revision surgery on (B)(6) 2013. There is no information about the said surgery so this will not be reported at this time. After review of medical records for MDR reportability, revision notes for (B)(6) 2012 were not provided in the attachment, so there is no new information at this time. Added complainant information. This complaint was updated on: may 26, 2017.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Customer reported patient was revised to address dislocation. Doi (B)(6) 2010 - (B)(6) 2012 (right hip). The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and/or lot codes required were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Added facility name, report source, account name, associated contact, product details.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: new etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint ¿ patient was revised to address dislocation. **update** 10/3/2012 - this is a clinical patient. There is no new information that would change the outcome of the investigation. Update 3/3/16, 3/8/16 medical records received. Medical records reviewed for MDR reportability. Medical records reported leg length discrepancy and that the patient was revised for an unreduceable dislocation. Part/lot updated for head and liner. The complaint was updated on: mar 23, 2016 update 4/7/16 medical records received. Medical records reviewed for MDR reportability. There is no new additional information that would affect the existing investigation. The complaint was updated on: apr 26, 2016 update may 18, 2017: legal medical records received. Pfs alleges pain, swelling, considerable weakness and walks with a limp. Pfs also stated that patient had a re-revision surgery on (B)(6) 2013. There is no information about the said surgery so this will not be reported at this time. After review of medical records for MDR reportability, revision notes for 05/17/2012 were not provided in the attachment, so there is no new information at this time. This complaint was updated on: may 26, 2017 / / investigation method: no device associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combinations for the liner and head. Based on the inability to find any additional related reports against the provided product code/lot code combination it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. The reported event is considered one of the possible complications of joint replacement. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. X-ray image review: one disc, received may 11, 2016, was available for review. Two x-ray images were contained on the disc, one dated (B)(6) 2005 and the other dated (B)(6) 2006. Although both pre-date the implantation date of (B)(6) 2010, shown in this complaint record, both were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. / / investigation summary: new etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint ¿ patient was revised to address dislocation. **update** 10/3/2012 - this is a clinical patient. There is no new information that would change the outcome of the investigation. Update 3/3/16, 3/8/16 medical records received. Medical records reviewed for MDR reportability. Medical records reported leg length discrepancy and that the patient was revised for an unreduceable dislocation. Part/lot updated for head and liner. Update 4/7/16 medical records received. Medical records reviewed for MDR reportability. There is no new additional information that would affect the existing investigation. Doi (B)(6) 2010 - (B)(6) 2012 (right hip). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combinations since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.